Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line and priming issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by the customer that visible - ail alarms related to infusions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.